Manufacturer narrative:
Visual inspection confirmed the reported complaint. Both the inner and outer blade were observed to have been sheared off 1 ½ inches from the weld form tip just below the weld joint. In addition, a significant crack was observed on the sluff chamber adapter body which indicates prolonged lateral load during rotation. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. The most likely root cause was identified to be excessive force placed on the device during use. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the blade broke during a hip arthroscopy. The broken piece was removed from the surgical site and the procedure was successfully completed using a back-up device. No patient injury or other complications were reported.